Event description:
The surgeon attempted to implant 22.5 diopter cq2015 3 piece collamer lens. The lens tore prior to insertion into the eye. No pt contact or injury. The reporter stated that the injector was the cause of the lens tear as the same injector was used in all three attempts. This was the third of three lenses for the same pt. Please reference 2023826-2005-00908 and 2023826-2005-00909.

Manufacturer narrative:
H6: method: 86 - (other): a work order search was performed for the injector and lens. Results - 100 (other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection shows that three parts of the lens optics edge was torn off and missing. There was surgical residue/debris on product. A injector work order search was performed and four similar complaints were found within the lot. A lens work order search was performed and two similar complaints were found within the work order search. Conclusion: the injector has not been returned. However, based on work order search and the circumstances related to the 4 failures, the most likely cause is with the injector.